Event description:
It was reported that the patient developed an infection during the trial. The patient went to the emergency room on (B)(6) 2014 and 2 days later they were putting in the real thing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).